Manufacturer narrative:
It was reported through communications with acumed sales representatives and distributors that the product was used in an off-label capacity. Per IFU , pkgi-014358-rev a, the intended use specifically for acu-sinch knotless mini (ask mini) is indicated for carpal metacarpal (cmc) join arthroplasty as an adjunct in the healing process of hematoma distraction arthroplasty by providing stabilization at the base of the first and second metacarpal when the trapezium has been excised due to osteoarthritis. In this reported incident, the surgeon used the ask mini for a chronic thumb dislocation repair. Acumed product managers and sales teams have communicated to the surgeon that this use is off-label and continued use in this manner, the surgeon agreed to assume all responsibility that meets the use not covered in the IFU.

Event description:
It was reported through communications with acumed sales representatives and distributors that the product was used in an off-label capacity.